Event description:
It was reported that the patient experienced an intermittent shocking sensation in left device pocket. It was most notable when rolling onto left side. Upon opening the left device pocket a break or cut was noticed in the insulation immediately adjacent to the extension plug. This was assumed to be the sole contributor to the shocking sensation. The extension was removed and replaced. Post operatively the patient experienced no shocking and seemed to be doing very well. It was noted that the extension was cut in half intentionally to aid in removal.